Event description:
Ous MDR. After an implantation period of about 10 months, it was reported that the device indicated eri during a follow-up. At the moment we do not have any further details with regard to the revision procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker¿s memory content was analyzed confirming this observation. The battery status was eri. The ability of the device to deliver therapies was verified. However, the therapy functionality was not available as a result of an almost depleted battery. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost depleted. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. As a result of the almost depleted battery, the therapy functions of the device could not be investigated. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable.